Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a regurgitant aortic valve was explanted following infective endocarditis.

Manufacturer narrative:
The valve was reportedly explanted due to regurgitation following infective endocarditis. No active inflammation was detected. Calcifications were noted throughout the tissue of all three leaflets. All three leaflets were fibrotically thickened and contained tears, with leaflet 1 tethered in an open position. There was a fold, or retraction, in leaflet 3. Fibrous pannus ingrowth was noted on the inflow surface of leaflet 1 and the outflow of leaflet 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. While the infective endocarditis could not be verified upon histopathological analysis, the calcifications altered the leaflet tissue, and pannus ingrowth had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.